Event description:
While the caregiver was in process of cleaning the pt, who was secured in the sling above the toilet, the ceiling lift raised by itself and got stuck at its highest point. Since the up/down functions of the ceiling lift did not work, the caregiver decided to slide the client out of the sling with two colleagues into the wheelchair. During this process, the pt was injured and sustained a broken arm.

Manufacturer narrative:
An on-site inspection was performed by an arjohuntleigh technician after the incident. He found the ceiling lift in good condition since it has already been repaired by replacing the printed circuit board, which was no longer functional, and the damaged cover. The environment eval was also performed and it was noted that the device was used in a humid environment. The manufacturer did not receive the ceiling lift for eval but the device history file did not show any relevant anomalies in the manufacturing process. As per the event description, while the pt was lifting from the toilet, the ceiling lift suffered from an un-commanded movement, went to its highest point at operating speed, past its highest limit and then jammed because an increase in the current demand caused the blowing of the fuse. Based on previous investigation and analyses, it could be either caused by presence of water in handset or electromagnetic interference and, regarding the environment where the ceiling lift was used, which could certainly lead to water ingress in handset, the first hypothesis seems to be the most probable. However, as per manufacturer knowledge from similar cases, there has to be a combination of numerous factors in order for an un-commanded movement to lead to a serious injury. In the present case, the serious injury did not occur as a consequence of the un-commanded movement, but rather as a consequence of the operation of removing the pt from the inoperative ceiling lift. Based on this assumption, the reactions of the caregiver to the malfunction were analyzed since in case of "electrical or failure", the ceiling lift is built with many emergency features that can mitigated the effects. First, it was noted that the caregiver should have activated the emergency stop when the ceiling lift started to rise, instead of focusing on the pt. Afterwards, she failed to manually operate the turntable, which could have permitted traveling of the ceiling lift toward an easier space to safely maneuver the pt lowering. Finally, instead of using the emergency lowering feature, the caregiver manually took out the pt of the sling while he was suspended in the air. It was also determined that regardless of the knowledge of the caregivers about this feature, she took the decision to not use it since it was too difficult to reach the top of the ceiling lift to get the tool out of the holder. All the three instances described above represent a situation where the caregiver did not operate the ceiling lift as per its instructions for use. Even though the ceiling lift was not up to the specifications at the time of this event, since it exhibited an un-commanded up movement, it is considered that this malfunction did not contribute to the serious injury, which was a broken arm sustained by the pt. It is concluded that the actions performed by the caregiver are in contradiction with the intended use of the ceiling lift and turntable, and that following the instructions for use of both devices would have prevented the event outcome. Therefore, the most probable root cause is either an inadequate training of the caregivers, or an inadequate use of the devices by trained caregivers, which can be associated to negligence. The manufacturer recommends that the caregiver be retrained on the instructions for use of the ceiling lift, especially on the section regarding use of the emergency stop and emergency lowering, and also be retrained on the instructions for use of the turntable especially on the section on turntable operation, and record this retraining.